Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump¿s screen the screen was grey and none of the button works. The blood glucose was unknown. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Advised customer the up or down button may be stuck. Customer stated that the screen was grey and none of the button works. Customer states that there is no response from any button. The device will be returned for the analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. Device was monitored and no grey display noted. (B)(4).